Event description:
Hospital advised that pump alarmed and displayed sensor broken high. The alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed. There was no pt consequence.